Manufacturer narrative:
No sample has been returned for evaluation for the report of persistent hypotony and diffuse choroidal edema; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Insufficient information is provided about device implantation, and also any other postoperative complications or conditions experienced by the patient to adequately evaluate this case. There is no mention of failure of the micro-stent or applier. Published literature indicates the presence of myopia, which is noted for this patient, is a risk factor for hypotony maculopathy. Possible root cause is that postoperative hypotony, which may result in maculopathy, is an established risk associated with use of the device system and this risk is clearly specified in product labeling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation, the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after a micro-glaucoma filtration device was implanted in a patient, the patient presented with persistent hypotony and diffuse choroidal edema. The patient has a history of myopia. Additional information was requested.